Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during occlusion test due to faulty force sensor. The motor was tested outside the device and passed. The unit was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer received multiple motor error alarm and no delivery alarms. Customer's blood glucose level at the time 154 mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.